Manufacturer narrative:
The device was evaluated by olympus. It was determined that no image was present and the cause assigned to a faulty cable unit. The investigation is ongoing and a definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-ea, to olympus for repair due to a report of "poor image." Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional event related information. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable due to user handling. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." ·"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Event description:
The problem of "poor image," as reported to olympus by the user facility, was first identified during a procedure. The intended procedure is unknown. A delay of a "few minutes" occurred while another camera was located and connected in order to complete the procedure. There was no patient impact or injury that occurred, associated with the event.